Event description:
Long medium stryker saw blade was used for a knee surgery. The saw blade broke at the base of the blade. A second saw blade was given. This saw blade broke as well. A new saw was opened and a third blade was given. The saw and blade were used to complete the procedure without incident.